Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the insulin flow blockage at the site on (B)(6) 2026. The patient was experienced elevated high blood glucose levels and got treated with correction injection via multiple daily injections.